Event description:
During a procedure with the tenex health system, part of the microtip needle may have separated from the rest of the hand piece and been retained in the patient. A retained foreign body was later identified in the patient's foot under x-ray and subsequently removed. There was pain, redness and swelling associated with the area. It was reported that "the needle used to inject the stem cells and marcaine" was retained. So it is unclear if the foreign body was from the tenex health tx microtip or another source.